Event description:
The one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) contacted the reporter to obtain and verify information. On an unspecified date in november or december 2005 the patient obtained a fasting blood glucose result of 110 mg/dl on the reported meter. The patient ate a little bread, and her son gave her 17 units of humulin n insulin. At 2:00 pm the reporter returned home to find the patient passed out. He did not attempt to test her blood glucose levl at that time. Emergency services were contacted, and the paramedics tested the patient's blood glucose level to be 56 mg/dl. The patient was treated with 100 units glucose. She was transported and admitted to the hospital. The reporter could not state what her blood glucose level was as tested in the emergency room. The reporter stated blood glucose readings of 110 mg/dl, 181 mg/dl and 125 mg/dl but did not provide the dates and times of these readings. The reporter test his mother's blood glucose level six times per day. The patient is taking humulin n on a sliding scale, humalog insulin 5 units and lantus insulin, unspecified dose daily. The patient's insulin doese are adjusted based on her meals and meter readings. The patient has been diabetic for 17 years, and has other medical conditions such as heart failure, dementia and was in a coma for two weeks two year ago. She also has not been eating well. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed during the call, with two failing results out the range high. The acceptable control solution range was 96 to 133 mg/dl, and the reporter obtained results of 152 mg/dl and 170 mg/dl. The meter, test strips and control solution were replaced. The patient became hypoglycemic following an insulin dose given based on the reported meter result, passed out and required emergency medical attention. Quality control solution testing failed during troubleshooting. Therefore, this complaint is being reported as an adverse event.